Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Two x-rays were provided the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb pp prox fem plate, r, 12 h, l. 285mm on the right side on (B)(6) 2015. A revision was performed on (B)(6) 2016, it was stated that the distal 5 mm ncb screws worked through the plate. On the second hole, distal, the screws fall through. Also the screw heads showed heavy wear signs-> whole system was torn out.

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported, that the patient was implanted a ncb pp prox fem plate, r, 12 h, l. 285mm on the right side on (B)(6) 2015. A revision was performed on (B)(6) 2016, it was stated that the distal 5 mm ncb screws worked through the plate. On the second hole, distal, the screws fall through. Also the screw heads showed heavy wear signs-> whole system was torn out.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend is identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Review of incoming information: it is reported that patient received a ncb implant on date (B)(6) 2015 and was revised on (B)(6) 2016 due to implant failure. Distal 5 mm ncb screws worked through the plate. On the second hole, distal, the screws fall through. The reporter states that the screw heads show heavy wear signs and that the whole system was torn out. Post-operative x-ray, dated (B)(6) 2015: a-p view of the right femur. The patient has an unknown history of tha. A bone fracture line is visible at the metaphyseal region, close to the implanted cerclage. It is highly probable that the ncb was implanted to treat this fracture. Pre-revision x-ray, dated (B)(6) 2015: a-p view of the right femur. A bone fracture with medial dislocation is visible, located in the same region of the initial observed fracture. This suggests that the bone healing process failed. The two distal screws passed through the plate holes and are stuck into bone. The plate disassociated from the distal femur and is not aligned with the distal femur bone anymore. Implantation report, dated (B)(6) 2015: patient presented with right femur fracture. The fracture has been treated with the implantation of an ncb plate. Anatomical repositioning of fragments with support of k-wire. The procedure seems to be executed according surgical technique. No statement performed about bone quality. No other conspicuous information revision report, dated (B)(6) 2016: revision of compromised ncb plate followed by anatomical repositioning of the bone fragments and fixation with a new ncb plate. Patient had a fall on (B)(6) night. After x-ray analysis has been noticed that a re-fracture of the femur, where the distal screw passed throughout the plate holes and remained stuck into distal femur. During surgery, the surgeon noticed callus formation at fracture site and the bone can be still plastic deformed. Before reconstruction, spongiosa has been taken from pelvis as supporting bone and placed in the fracture. Devices analysis: the ncb plate has been returned with all the screws (the k-wire and its fixing screw were not available) the ncb plate shows many scratches on the surface, probably due to revision surgery. The distal holes are clearly damaged and are compatible with the deformation observed on 2 of the screws returned (confirms that the screws passed through the plate). The 2 distal screws have clear signs of deformation on their heads and the thread is partially deformed. The continuous and regular deformation on the surface on the heads suggests that a cyclic wear and movement occurred between the plate and the screws. Signs of wear (metal particles) are visible also on 2 of the locking screws. Review of internal documents: ncb® periprosthetic femur plate system surgical technique indicates which part of the plate is dedicated to fracture location. Compared to the post-operative x-ray, it seems that the fracture is located very close to the "narrow plate design". Root cause analysis: possible causes for the reported event according to rmw: line r-1.4.2: loss of fracture reduction before complete bone healing: due to loosening of ncb pp implant from the bone due to mechanical forces applied (torsion, bending, ..); line r-1.4.3: loss of fracture reduction before complete bone healing: due to thread-stripping/ screw seating/removal torque/axial load/; line r-1.4.4: loss of fracture reduction before complete bone healing: due to loss of screw angular stability due to insufficient strength of the design; line r-1.4.10: unstable osteosynthesis: due to inadequate plate stiffness; line r-w-4.5.2.1.2: screw pass through the plate hole: due to too many bending cycles at the same spot or use of ncb screw holes which have been bent; line r-w-4.4.3.1.1: unstable osteosynthesis: due to user is placing the cables improperly; line r-w-4.5.3.1.2: unstable osteosynthesis: due to user is placing the cables improperly. Comparison to investigation results whether it is possible and justification: line r-1.4.2: not possible: no signs of lossenign observed, neither on the x-rays nor on the product and in the surgical report; line r-1.4.3: possible: it is impossible to determine if excessive torque has been applied during implantation which could have damaged the thread. The lot number of the screw is not available and therefore it is impossible to determine if they met all the manufacturing specifications; line r-1.4.4: not possible: material compatibility specification certify the suitability of the material and according to the complaint summary an adverse trend due to inadequate design would have been detected; line r-1.4.10: not possible: material compatibility specification certify the suitability of the material and according to the complaint summary an adverse trend due to inadequate design would have been detected. Moreover, plate does not show signs of deformation due to inadequate stiffness; line r-w-4.5.2.1.2: possible: visual examination revealed signs of potential cyclic wear. Line r-w-4.4.3.1.1: not possible: according the x-rays, the cable was positioned correctly; line r-w-4.5.3.1.2: not possible: according the x-rays, the cable was positioned correctly. The patient had a re-fracture of the femur shaft after around 4.5 months from the primary reconstructive surgery. The re-fracture occurred after the patient had a traumatic event (fall during christmas). The screws located in the distal part of the shaft fragments passed throughout the ncb holes and remained stuck in the femur. No x-rays are available between the implantation and the revision date in order to determine if there was already and initial migration before the falling. The revision report states that callus formation has been noticed with plastic behavior of the bone in the fracture region. The visual examination revealed signs of wear on the screws heads. This wear proces could have reduced the amount of material on the heads, leading to a thinning of their diameter. This suggest that primary fixation was not well achieved and that during the 4.5 months in vivo the healing process was not proceeding as expected, and therefore a traumatic event has become crucial in causing a re-fracture of the bone. It is possible that due to this re-fracture, the 2 distal screws have been pulled by the bone out from the ncb plate. Last but not least, the x-rays suggest that the plate size was chosen at the limit, i.e. It seems that the fracture line is very close to the "narrow plate design" which is not intended to be placed close to fracture line. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).